Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. No blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects that could cause bleeding and none were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (arm). The site was also bloody due to the dislodge. As treatment, a manual injection was delivered and a new pod was applied.